Event description:
It was reported, the customer had a low blood glucose event. Customer stated their blood glucose declined to 46 mg/dl. The customer stated their low blood glucose was caused by incorrect calculation of their carbohydrates. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.